Manufacturer narrative:
The permanent cautery spatula instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during central processing it was noticed that a yellow piece of the end on the permanent cautery spatula was missing. The surgeon was informed, and the robotic coordinator reviewed the images from the da vinci-assisted hysterectomy procedure performed. The robotic coordinator did confirm on the images the permanent cautery spatula instrument end was broken. He is unsure if the piece came off during the case. The surgeon did notify the patient of the event. A fragment was not retrieved. There were no additional procedures required, and no imaging was performed.

Manufacturer narrative:
The permanent cautery spatula instrument was received and failure analysis found the instrument to have a broken distal clevis at the base of the clevis. The broken pieces were not returned, measuring roughly 0.3095¿ x 0.2435¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do show damage. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. Manual articulation test was performed and the instrument passed imprecise motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.